Event description:
It was reported that the case was damaged. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover, ring cover, ring bail, one case screw and caution label were missing, the side bail covers and battery drawer o-ring were contaminated, the interconnect flex was creased and the main printed circuit board was out of specification.